Event description:
The surgeon reported a corneal burn while using the phacotron gold unit. The occlusion in the vent port orifice was noticed when the unit arrived. It is unk if this occlusion was present during the procedure. The unit would render an error message if such an occlusion occurred during the flush cycle.